Manufacturer narrative:
The following information has been updated/corrected: additional information has been received stating that the device involved with this complaint is not a bd product. This complaint and the initial MDR submission, (MFR report #: 3006948883-2020-00854), can therefore be disregarded. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a broken/detached needle. The following information was provided by the initial reporter: enhanced CT was performed in the radiology department. Due to the critical condition, the needle was not pulled out in time and sent directly to the ward. No examination before infusion revealed that the needle was indwelling in the radiology department. On the third day of infusion, the indwelling needle was found to be abnormal and broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a broken/detached needle. The following information was provided by the initial reporter: enhanced CT was performed in the radiology department. Due to the critical condition, the needle was not pulled out in time and sent directly to the ward. No examination before infusion revealed that the needle was indwelling in the radiology department. On the third day of infusion, the indwelling needle was found to be abnormal and broken.